Event description:
The customer obtained a non-reproducible, higher than expected vitros total b-hcg ii patient result (result = 51.61 miu/ml) for a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected total b-hcg ii result was reported to the clinician, and it is unknown whether a corrected report was issued. The customer repeated the affected patient sample (repeat result <2.39 miu/ml), and the repeat result was considered to be correct based on testing with an alternate sample drawn from the affected patient. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros total b-hcg ii patient result was obtained. The investigation could not determine a definitive root cause. However, an instrument related issue, a reagent imprecision issue, and/or improper pre-analytical sample processing cannot be ruled out as possible contributing factors.